Event description:
Additional information received indicates the lead was replaced to address the issue.

Manufacturer narrative:
A4 - patient weight is estimated. A case of lead migration was reported to abbott. The leads were replaced to resolve the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention may be undertaken to address the issue.